Manufacturer narrative:
A third party service center has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery would not stay charged. During the evaluation of the device at the third party service center, the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator's internal battery will not stay charged. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.